Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had a missing cannula. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the sensor had given a sensor error before 1st calibration. The customer does not wish to receive replacements since she has stopped using the sensors. The sensor will not be returned for analysis.